Event description:
A customer contacted beckman coulter regarding four low glucose results that were generated by the synchron cx9pro instrument. The customer indicated the low glucose results were obtained from four pts. The low glucose resluts ranged from 27-31 mg/dl and were flagged on the printouts as low. The customer discovered that the glucose cap was overflowing and contacted beckman coulter hotline. With the hotline assistance the problem was identified;a pinhole was found in a vacumm line which regulates the vacuum for the glucose cap. The hotline instructed the customer how to repair the line. The customer re-tested the four patient's samples for glucose and reported corrected result out of the lab. The repeated glucose results ranged from 87-121mg/dl. The customer indicated that there has been no change to pt treatment that can be attributed to this event.